Event description:
On 2019-nov-13 arjo was notified about incident involving sara 3000 active floor lift. While the patient was being lifted using the sara 3000 and the sling, the caregivers noticed he had a sensitivity to his shoulder. The patient was sent to the emergency unit for evaluation. It was found that he had a fractured shoulder.